Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failure alarm alarms noted during testing however, hardware low level failure alarm confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer mentioned that she already performed that self test last thursday but also got the same error message. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated that fill cannula was recorded in the daily history. The insulin pump will be returned for analysis.